Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm and a blank display. Customer also states that there are cracks around the battery cap. The blood glucose reading is 298 mg/dl. The insulin pump will be replaced. Nothing further reported.